Event description:
It was reported that when the patient checked her implantable neurostimulator (ins) with the patient programmer this morning, she suddenly was zapped. It was stated that a couple of weeks ago, the patient started to have some leaking. The ins as confirmed to be on and the patient decreased from 1.4 to 1.2 volts (program 3), which was comfortable. It was also mentioned that the patient fell a couple of weeks ago and again a couple of days ago. It was later reported that the patient wanted to meet with a manufacturer representative to check her ins.

Manufacturer narrative:
Concomitant medical products: . Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va05l6e implanted: (B)(6) 2013, product type: lead. (B)(4).